Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft migration, endoleak, aneurysm rupture, death). Patient's condition affected effectiveness of device (disease progression). Evaluation conclusion: inherent risk of procedure (stent graft migration, endoleak, aneurysm rupture, death). Device failure/lack of effectiveness related to patient condition (disease progression).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented to the ER with a ruptured aneurysm complaining of abdominal and back pain and was hemodynamically unstable. A CT was performed that indicated a type I endoleak and distal migration of over 4 cm of the bifurcated stent graft due to aortic neck dilatation and aneurysm rupture. The physician stated that the patient was very non-compliant and did not return for follow-up cts after the initial stent graft implant. The patient was unstable with low bp and was taken to the or where open repair was attempted to explant the stent graft (not completed), but the patient did not survive the procedure. The ruptured aneurysm had enlarged to 6.5 cm x 7.2 cm compared to 3.1 cm x 3.8 cm previously. The patient¿s family stated that the patient was a smoker.